Event description:
Reporter indicated that vns pt had passed away. The pt reportedly died at their residence due to cardiac arrest and cardiac arrhythmia due to general tonic-clonic seizure as a result of their epilepsy disorder. The pt experienced no change in seizure control with the vns therapy and was receiving therapy at the time of death. Treating neurologist indicated that the cause of death was not related to the vns therapy system. No autopsy was performed. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.